Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) coronary artery with heavy tortuosity. The 2.8x19 mm graftmaster covered stent failed to cross despite several attempts. Another graftmaster was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.